Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While performing preventative maintenance on the device, the biomed ran operational testing and the unit experienced a pads failure. The biomed replaced the therapy cable and test load but the issue remained. There was no reported patient or user involvement and no adverse patient/user impact.